Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 due to repeated infections at implant site. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct explanted date is, (B)(6) 2016; and not 07/17/2016 as previously mentioned.